Event description:
It was reported during a lobectomy, the device was fired across the pulmonary artery and it did not staple. The surgeon then transected the vessel and there was a big hole in the vessel. No reported patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.